Event description:
The patient was stable.

Event description:
It was reported that the atrial lead was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the lead. No further information is available at this time.